Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944-65 lead implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing during the patient's atrial tachycardia (at)/ atrial fibrillation (af) episodes. There were also small p waves that were lower than the previous trend. The lead remains in use. No patient complications have been reported as a result of this event.